Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer passed away. Date of death was unknown. Cause of death was unknown. Blood glucose at the time of death was unknown. It was unknown if customer was wearing insulin pump at the time of death. It was unknown if customer was wearing sensor at the time of death.

Manufacturer narrative:
Correction has been made the initial report stated the customer has passed away with no additional information provided. Notification of the customer death was an error and has been confirmed via email that the customer is living.

Event description:
Information provided in was generated in error due to in correction information provided. It has been confirmed that the customer is living.